Event description:
Customer contacted beckman coulter inc. (Bci) with erroneously elevated ckmb results above the normal reference range generated by the unicel dxi 800 access immunoassay system for two patients.the erroneous results were reported outside of the lab.upon repeat on another instrument, the results were within the normal reference range for both patients.the customer did not raceive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in green top heparinized plasma tubes.the customer performs qc twice a day. Prior to the event, al three levels of ckmb qc were within the customer's established ranges. Qc repeated after the event resulted within the customer's established ranges. The customer changed the aspirate probes and the duckbill valve. The customer then repeated the routine system check twice, but both failed.a field service engineer (fse) was on-site on 04-09-2010. The fse performed a preventive maintenance on the instrument. The fse performed a high sensitivity systme check which failed. The fse replaced multiple parts. The fse then performed another high sensitivity system check which passed within instrument specifications.although some hardware issues were addressed, a definitive root cause has not been determined to date for this event.